Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced x-ray tube. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9800 sys locked up during a case with an error message that stated "stator not on". The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.